Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed that the system does not start. Rse confirmed that the flexvision monitor displayed without content, and while the flexvision pc was powered on and hard drive leds lit up, indicating a possible software error or communication failure with the flexvision pc. A philips field service engineer (fse) reviewed the logfiles and confirmed the malfunction in flexvision pc (flexvision grabber card error). Fse replaced the flexvision pc to resolve the issue. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a broken display, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. A philips field service engineer (fse) visited onsite and confirmed the malfunction in the flexvision pc (flexvision grabber card error). The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working condition and ready for clinical use. The flexvision pc was returned for failure analysis. Functional testing was performed, and a frame grabber card failure was identified. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.